Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned for analysis.

Event description:
It was reported that prior to the implant attempt, it was noted that this lead was past its expiration date. The lead had been taken out of the packaging and placed on the sterile field but was not used. No patient complications have been reported as a result of this event.